Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. Review of the provided image is consistent with the thermal damage reported. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during a da vinci-assisted liver wedge resection surgical procedure, the customer stated it was melted by sparking the jaw resin part on the maryland bipolar forceps instrument. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was damage to the instrument noted after the arcing event. The surgical task that was being performed when the arcing event occurred was a cauterization: triad macro bipolar. The instrument was in use about 3 hours prior to the arcing event. The tip of the instrument was in contact with tissue when the spark occurred. The arcing appeared to originate from a subject instrument. There was no injury to the patient. The patient did not return to the hospital due to experiencing any post-surgical complications as a result of the arcing event.